Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and failed battery test. Customer's blood glucose was 43 mg/dl at the time of incident and customer treated with food. Troubleshooting found that none of the keypad buttons are working. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted during testing. Unable to perform any tests due to the unresponsive buttons. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, and a severely scratched display window.